Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified significant signs of wear and fracturing at the collar. Bone debris on the external threads. No pre-existing conditions were noted on the product experience report (per). The reported device was placed for approximately 7 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were two additional related complaints for this product lot. Complainant reported that the doctor has a patient with a fractured implant. The reported complaint confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: unique identifier (UDI) number not available. D9: device available for evaluation change ¿no' to 'yes.' H3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the doctor has a patient with a fractured implant.